Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor would not power on the cause for the failure was isolated to the insulated-gate bipolar transistors (igbts) multiple components on the defibrillator pca board being shorted. The root cause for the shorted igbts was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.